Manufacturer narrative:
This report is submitted on april 04, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and an extrusion of implant magnet due to MRI (specific date not reported), leading to the decision to explant the device. The device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on april 29, 2022.